Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient reported since sometime in 2021, their neurostimulator would heat up when they were charging it. The patient was asked if they used a thin layer of clothing when charging and the patient stated that they've attempted this 4-5 times, (and each time the clothing covered the entire charging surface) but starting sometime in 2021, when they used a thin layer of clothing they weren't able to stay connected to charge. The patient stated they would hear a beep so they knew the implant was no longer charging so they would always charge without a clothing barrier and throughout all of their charging sessions, they would use the belt. Patient services reviewed it was suggested to use a clothing barrier when charging but the patient stated they couldn't stay connected to charge if they did. During the call, the patient always described the sensation as a "hotness"/that it would "get hot," and when asked about if they felt the sensation was coming from the recharger or from the neurostimulator, the patient stated they felt like the neurostimulator itself had been getting hot (not the recharger.) The patient also stated that starting in 2021, they would only use the application to check the battery percentage at the start and then again at the end of the charging session to make sure that it was fully charged because they found they weren't able to stay connected to charge the implant when they used the recharger application. The patient stated without the clothing barrier and without the use of the recharger application they'd be able to successfully charge the implant but stated they would feel the neurostimulator getting hot, noting that it would occur towards the end of each recharging session and it would remain hot for the next day or two. Patient services asked the patient if the neurostimulator being hot for a few days was a continuation of the neurostimulator feeling hot towards the end of each recharging session and the patient stated not always. The patient stated sometimes the neurostimulator would feel hot when they were sitting a certain way, that it was not continuous: that it would get hot and then it would stop being hot. The patient stated they didn't know if it was because the implant battery was getting lower and lower, or if it was the way they were sitting or the way they went to bed, they just didn't know. The patient confirmed the implant site had been fully healed by the time this issue began and that they were not sweating or hot when this would occur. Patient services reviewed with the patient that this is something they should discuss with their managing health care provider (hcp) and the patient stated they had a follow up appointment coming up in early june and that they would discuss their concerns with their hcp at that time. No further complications were reported at this time.